Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an excelon tbna needle was used in the trachea during a transbronchial needle aspiration procedure performed on (B)(6) 2021. During the procedure, the needle came apart inside the scope. The needle tip detached and was recovered from inside the scope by the decontamination team after the scope was removed from the patient. The procedure was completed with another excelon needle. There were no patient complications reported as a result of this event.